Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance measurements. The system remains in service. No adverse patient effects were reported.